Event description:
It was reported that due to pain the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 16cmx9.5mm cylinders and pump were implanted. Old reservoir was left in patient. Should additional information be received a supplemental report will be submitted. Additional information was received. The pain originated in the corpus cavernous and no component was associated with the pain. The cause of the pain was the contact of the device and body caused a wound. The patient is now well after this surgery.

Manufacturer narrative:
Pump model- 72404310 lot sn- (B)(4) mfg date- 10/04/2018 exp date- 10/03/2023 gtin- 00878953003986 cylinders- the ams700 cylinders were visually inspected and functionally tested. No leak was found. They both performed within specifications. Pump- the ams700 momentary squeeze pump was visually inspected and functionally tested. No leak was found. It performed within specifications. Updated to include device analysis. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that due to pain the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 16cmx9.5mm cylinders and pump were implanted. Old reservoir was left in patient. Should additional information be received a supplemental report will be submitted. Additional information was received. The pain originated in the corpus cavernous and no component was associated with the pain. The cause of the pain was the contact of the device and body caused a wound. The patient is now well after this surgery.